Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an emergency video-assisted thoracic surgery, the lung parenchyma was not thick, but the staples on the tip side did not come out as the firing stopped halfway through. The issue occurred on two reloads. The jaws locked on tissue but able to be removed normally. A new reload was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during emergency respiratory surgery, the lung parenchyma was not thick, but the staples on the tip side did not come out as the firing stopped halfway through. This issue occurred on two reloads.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n2j0596y); sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n2j0596y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.